Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was sent to the customer site for instrument evaluation. After analysis of the system and system data, the fse ran a water test, checked alignments, and ran a 10 replicate precision test using both qc samples and the patient sample that gave the discordant result. The qc and precision results were within specifications. The actual cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant low alpha-fetoprotein (afp) result was obtained for one (1) maternal serum sample on an immulite 2000. The physician questioned the initial low result due to the patient's history. The sample was re-tested and the repeat afp result was higher. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant afp result.